Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: patient a was on blood transfusion, volume of bag put over 3.5 hours asvper prescription and once blood transfusion finished still over 100 milliliters (mls) remaining in bag.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h4 device manufacturer date d9 device returned to manufacturer general information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050 serial number/batch: (B)(6) software version: m030002 hours of operation: 35246 further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from (B)(6) 2024 were investigated. A space line was selected and the infusion started with rate of 72,29ml/h and a volume of 253ml about 3 hours and 30 minutes at 11:30 am. At 14:57pm the pre-alarm "vtbi near end" occurred and one minute later the infusion was stopped. At this time, 250,45ml was infused. The infusion was started again and the volume was reached. The infusion stopped and the line was extracted. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (353-01-078) on the lower housing were intact and undamaged. The device shows age related signs of wear and tear but no visible damage was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,67%. ((Accuracy of set delivery rate should be: ± (B)(4) according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.